Event description:
When attempting to remove a foley catheter during a scheduled removal, the balloon would not deflate. The inflation valve was cut & guidewire was inserted through the inflation lumen to no avail. A cystoscopy was performed and the catheter was removed w/o any further complications being reported. Initial inflation amt was 5cc norm. Saline.